Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center exhibited monitors are going blank. Cable needs to be wiggled to regain image again. The issue occurred during an unspecified procedure. There were no reports of patient harm.